Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as an unknown size 5 127 deg femoral stem. An evaluation of the device cannot be performed as the device was retained by the hospital and was not returned to the manufacturer. Additional information has been requested, but not made available. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Not returned to the manufacturer.

Event description:
It was reported that patient was revised on a right hip due to osteoarthritis.